Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor screen freezing was not confirmed. The heartmate system monitor was returned and serviced. The system monitor was powered on and functioned as intended. A self-test was performed on the system monitor per procedure and it functioned as intended. Preventative maintenance was performed, the manufacturing labels were cleaned, and some were replaced. The device passed all functional testing and final inspection testing. The reported event was not reproduced during testing. The root cause of the reported event was not able to be conclusively determined in this analysis. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on 08 may 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate ii instructions for use (rev. C) section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. Heartmate iii instructions for use (rev. A) section 4 entitled ¿system monitor¿ recommends that users contact abbott if the system monitor does not function properly. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor froze and would not work. The system monitor was turned off and turned on again and regained function.